Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 632031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding\ unusual bleeding"), hypoaesthesia ("numbness in leg"), blindness ("lost vision"), pain ("overall pain"), urinary tract disorder ("urinary problems"), vulvovaginal mycotic infection ("yeast infections"), back pain ("back pain"), abdominal pain lower ("cramping") and menstruation irregular ("unusual periods"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, hypoaesthesia, blindness, pain, urinary tract disorder, vulvovaginal mycotic infection, back pain, abdominal pain lower and menstruation irregular outcome was unknown. The reporter considered abdominal pain lower, back pain, blindness, genital haemorrhage, hypoaesthesia, menstruation irregular, pain, pelvic pain, urinary tract disorder and vulvovaginal mycotic infection to be related to essure. The reporter commented: four to five coils seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: scout view demonstrates essure micro insert identified within the pelvic inlet. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 632031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding\ unusual bleeding"), hypoaesthesia ("numbness in leg"), blindness ("lost vision"), pain ("overall pain"), urinary tract disorder ("urinary problems"), vulvovaginal mycotic infection ("yeast infections"), back pain ("back pain"), abdominal pain lower ("cramping") and menstruation irregular ("unusual periods"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, hypoaesthesia, blindness, pain, urinary tract disorder, vulvovaginal mycotic infection, back pain, abdominal pain lower and menstruation irregular outcome was unknown. The reporter considered abdominal pain lower, back pain, blindness, genital haemorrhage, hypoaesthesia, menstruation irregular, pain, pelvic pain, urinary tract disorder and vulvovaginal mycotic infection to be related to essure. The reporter commented: four to five coils seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: scout view demonstrates essure micro insert identified within the pelvic inlet. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: pif received: lawyer was added. New events- cramping, unusual periods were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding"), hypoaesthesia ("numbness in leg"), blindness ("lost vision") and pain ("overall pain") in an adult female patient who had essure (batch no. 632031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypoaesthesia (seriousness criterion medically significant), blindness (seriousness criterion medically significant), pain (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), vulvovaginal mycotic infection ("yeast infections") and back pain ("back pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, hypoaesthesia, blindness, pain, urinary tract disorder, vulvovaginal mycotic infection and back pain outcome was unknown. The reporter considered back pain, blindness, genital haemorrhage, hypoaesthesia, pain, pelvic pain, urinary tract disorder and vulvovaginal mycotic infection to be related to essure. The reporter commented: four to five coils seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: scout view demonstrates essure micro insert identified within the pelvic inlet. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain "), genital haemorrhage ("bleeding"), hypoaesthesia ("numbness in leg"), blindness ("lost vision") and pain ("overall pain") in an adult female patient who had essure (batch no. 632031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypoaesthesia (seriousness criterion medically significant), blindness (seriousness criterion medically significant), pain (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), vulvovaginal mycotic infection ("yeast infections") and back pain ("back pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, hypoaesthesia, blindness, pain, urinary tract disorder, vulvovaginal mycotic infection and back pain outcome was unknown. The reporter considered back pain, blindness, genital haemorrhage, hypoaesthesia, pain, pelvic pain, urinary tract disorder and vulvovaginal mycotic infection to be related to essure. The reporter commented: four to five coils seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: scout view demonstrates essure micro insert identified within the pelvic inlet. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.